Event description:
This is a report from a consumer with supplemental information provided by a nurse in the USA of peritonitis with culture positive for pasteurella multocida in a patient coincident with dianeal pd4 ambuflex, low calcium, therapy. On an unreported date, the home patient (hp) began treatment with dianeal pd4 ambuflex (dose, frequency, and lot number not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). Initially the caregiver (cg) contacted baxter technical service regarding an unrelated alarm which occurred on the homechoice during peritoneal dialysis (pd) therapy. During follow-up on the alarm by baxter product surveillance (ps), the cg stated the hp was recovering from an infection in his stomach (unspecified). The cg stated that she was unsure if the infection was related to his pd therapy. She did indicate that when they were troubleshooting the alarm, the technical service representative (tsr) had the hp do a test fill and there could have been some contamination between the hp's catheter and transfer set but she was not positive (further details not provided). The cg stated, since then, the hp's therapy has been going well. On (B)(6) 2012, ps made contact with the peritoneal dialysis nurse (pdn) regarding the reported incident. The pdn reported the patient presented to the pd clinic on (B)(6) 2012 with symptoms of abdominal pain and cloudy effluent. At the time of this report, the cause of the peritonitis was unknown. The pdn reported the patient was treated for the peritonitis with vancomycin, ip, one dose, and fortaz, ip, 10 doses, (dose amounts, dates of treatment, and lots not reported). The patient was not hospitalized for the event. Concomitant medication was not reported. The pdn stated the hp has recovered from this event of peritonitis (date unspecified). Per the pdn, pd therapy was ongoing during the time the patient was diagnosed with peritonitis. On (B)(6) 2012, ps followed up with the pd nurse (pdn) and received the following additional information. The pdn clarified the cause if the peritonitis was contamination from the patient's cat (details not provided). The pdn confirmed on an unspecified date, the patient was re-trained in proper aseptic technique, which included not having pets in the same room while performing pd therapy. The pdn confirmed the cause of the peritonitis was not related to a baxter device or solution. The pdn declined any further information.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported break in aseptic technique described as contamination caused by the patient's cat. The assignable cause for the break in aseptic technique is not determined. A labeling review was performed which found the labeling adequate for the prevention of the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.